Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller not recognizing a backup battery leading to a backup battery fault alarm was not confirmed. There was no photos or log files submitted for review. System controller, serial (B)(6), was not returned for analysis. The provided information indicated that when exchanging the 11 volt backup battery due to expiring, the system controller didn't recognize the new one and a yellow wrench alarm was active. The vad coordinator tested two new batteries and situation didn¿t resolve. The battery, serial (B)(6), was manufactured on 17mar2020 and was due to expire in mar2023. Additional information provided stated that the backup battery was exchanged on 15mar2023, the issue resolved with a controller exchange, and the products will not be returned. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook and instructions for use (IFU) also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The first backup battery was exchanged on (B)(6) 2023 due to standard follow-up protocol. The issue resolved with a new system controller.

Event description:
It was reported that when the emergency backup battery (ebb) was exchanged, the system controller did not recognize the new one. Two new ebbs were tested and the system controller did not recognize either. A yellow wrench alarm was active.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.